Manufacturer narrative:
A follow-up call in 2007 revealed that she is in possession of both parts of the broken catheter and is willing to send them to us after verifying corporate policy. We discussed options which would allow us to examine the sample and then return it to the customer. She clarified that the patient had a suprapubic catheter placed three days earlier and later that same day the catheter broke and a prn visit was made by a home health nurse also on the same day. Rep described the separation as occurring below the balloon with edges that are jagged. She states, that the patient is a young woman who is alert and oriented. The patient was seen in the e.r. Where an x-ray could not identify the retained segment. She was transferred to a different hospital which was able to "scope" the patient and remove the retained segment. The patient is reported to be doing well. The catheter that was used to replace the broken one is from the same lot and is functioning normally.

Event description:
It was reported to tyco healthcare/kendall on 10/15/2007 that a customer had a problem with a foley catheter. The customer reports that a patient had a suprapubic catheter changed in 2007. The home health nurse documented that she had inflated the balloon and inspected the catheter prior to insertion and found no evidence of a problem. The home health care nurse received a call later on 10/13/07 informing her that the catheter had fallen out. When the nurse made a home visit on the same day, to check on the patient, it was discovered that the tip of the catheter had broken off inside the patient. It was reported to be severed at the balloon. A new catheter was placed per md orders. The patient is being seen by a physician and a plan is being formulated.